Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigated the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System/ image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper pt positioning and padding to prevent warming during MRI scans. The root cause of the pt's injury is the failure to pad to prevent skin to skin contact and looping, since the recommended ge healthcare pads were not used. No further actions are planned at this time.

Event description:
It was reported that a pt sustained a burn in her right thigh approx 6" from the hip after being scanned with a signa 1.5t twinspeed mr system. The pt was wearing jeans when scanned and during the scan stated that she was feeling warm. The technicians pulled her out and placed a pad and towel between the bore and the pt's leg. During and at the end of the exam no reddening or burns were observed by the hospital. The pt called back later and stated that she had reddening and two blisters. The size of the blister is approx 2.5cm.